Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for air bubbles in the tubing possibly due to insufficient blood flow with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for air bubbles in the tubing possibly due to insufficient blood flow with the incident lot was observed.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an issue with air bubbles. It was stated ¿the pb bcs is full of air bubbles and then stopped the blood flowing¿. There was no report of injury or further medical intervention.